Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the distal part of staples did not form b-shape well. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5ah3c. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.